Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to the CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported incorrect information alleging an issue related to the CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058. Section b5 should have been reported as: a CPAP was returned to the manufacturer for service due to an allegation the device was noisy and was omitting a burning odor in the middle of the night and observing little black deposits that are coming through the water chamber. There was no report of serious harm or injury. The device was returned to the manufacturer's product investigation laboratory (pil) and the customer's complaint was not duplicated. An external inspection of the remstar, humidifier, and power supply found no evidence of thermal damage or failure of the devices. An inspection of the received humidifier found no evidence of deposits. The device was operated for 5.5 hours and an an examination of the installed bacteria and humidifier chamber after this time period found no evidence of contaminants. An internal inspection of the remstar, humidifier, and power supply found no evidence of thermal damage, failure, or contaminants. Section e. 1 was incorrectly reported in previous report, which is now updated in this follow-up report.